Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the valve is leaking

Manufacturer narrative:
(B)(4).

Event description:
The provider alleges the alarm isn't working and has to go into reset mode on a xpo100b concentrator.